Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical damage to the device - the foreign material may not have been removed even after proper reprocessing. There was no deviation from the instructions for use (IFU) in the reprocessing procedure for areas where foreign material remained. Physical damage was also confirmed at the location where foreign material remained. A further cause of the damage could not be presumed. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). ·please refer to the reprocessing manual for ¿chapter 5, section 5 chapter 5 reprocessing the endoscope(and related reprocessing accessories)¿ and ¿chapter 8 storage and disposal¿ especially when reprocessing, confirm that the stain has been removed from the air/water nozzle opening and objective lens surface. If the stain remains, clean until all of the stain is removed, rinse thoroughly, and remove any residue in the channel after cleaning. Please check the handling environment, such as draining water in the channel and drying after cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (left angle completely lost) was confirmed. In addition, service found the bending angle in up direction was out of specification and there was play in the up/down angulation knob due to wear of the angulation wire. The adhesive on the bending section cover was chipped, and there was a shadow on image due to dirt on the objective lens. The light guide lens, the objective lens, and the control unit were discolored. The scope connector cover unit, the flexibility adjustment ring, the image guide protector, the switch button#2, the switch box, the scope cover, the scope connector, the grip, the control unit, and the plastic distal end cover was scratched. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the left angle was completely lost when the subject device was inserted into the body. The reported issue was observed during an unspecified procedure. There was no harm or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).